Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose level was not reported. Troubleshooting was performed and the insulin pump passed the prime test and the self-test. The insulin pump was also programmed correctly. Nothing further was reported.